Event description:
It was reported pt experienced swelling and redness over the pump location. The possibility of a seroma was discussed. Company rep stated there was severe swelling over the pump pocket the size of a small grapefruit and the catheter anchor in the pt's back. It was indicated that there was no redness, fever, or itching. It was noted the pt was "tight" and having some spasms. The physician does not think it was an infection. The physician was thinking of explanting at this point. It was later reported pt had many revisions in the past and therefore, the physician decided to explant. The device was not replaced. The pump contained lioresal with concentration and dose unk. Hcp indicated pt had not been back to office or emergency room since explant. At the time of this report, no further details were reported. Additional info will be provided when available. Refer to MFR report # 3004209178-2010-01656 for previously reported revision.

Manufacturer narrative:
(B)(4)